Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two infusion sets bent cannula events on (B)(6) 2026. The events occurred within three or more hours of insertion. The insertion site was the thigh. The infusion set was in use for less than twenty-four hours. The patient replaced the infusion sets and successfully resumed insulin. No further information available.